Event description:
As stated by the customer on 11/12/2009: whilst a carer was preparing to place a sling around a pt sitting in a chair, another carer brought the lifter up to the pt and began to lower the lifter jib, so they could connect the sling to the hanger, when the jib suddenly dropped to its lowest position. The reporter states the lift straps at the side of the mast are hanging loose and protruding out of the mast. No injuries to pt or carer were reported. (B) (4).